Manufacturer narrative:
Serial number was updated/corrected <(>&<)>. The implant date, explant date were removed and are no longer applicable to this event. Manufacturing date was removed and was no longer applicable to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n185025, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: accessory. Product ID 8709, lot# j11016r50, implanted: (B)(6) 2002, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: accessory. Product ID 863720, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: pump. (B)(4).

Event description:
Information was received from the consumer. The drug that was used via the device system was unknown. The indication for use of the device was non-malignant pain. It was reported the consumer reported that the consumer was claiming personal injury arising out of defective manufacturing, sale, and use of the device system. If additional information is received this report will be updated.